Event description:
Customer reported an issue with the pump display having pixel problems, affecting their ability to interact with the device, although they could still read the display despite lines appearing and the bottom left remaining black. Blood glucose levels were not adversely impacted, remaining within normal bounds. Technical support arranged for the pump to be replaced and confirmed the shipping address. Customer agreed to use manual daily injections (mdi) as a backup therapy and was instructed on how to prepare the pump for return, utilizing a pre-paid label within a ten-day period.